Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set that the retracting before the package is open or failing to retract after use on a patient creating a needle stick risk.

Manufacturer narrative:
D9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2024-january- 15th h.6 investigation summary material #: 367364 lot/batch #: 2202065 bd received 2 samples and 1 photo for investigation. The photo shows the product packaging, confirming the lot number. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for preactivation with the incident lot was not observed. The customer samples were also evaluated by functional testing and the indicated failure mode unable to retract was observed in both samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode unable to retract. This complaint could not be confirmed for preactivation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
D.1 medical device type: fpa, jka. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set that the retracting before the package is open or failing to retract after use on a patient creating a needle stick risk.